Event description:
It was reported that during cleaning and sterilization, the customer noted a loose cable on the maryland bipolar forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be derailed at the distal idler pulley. The derailed of the grip cable created the loose cable that the customer observed. The grips were able to open and close, but their movement could not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. Fleet angle between proximal and distal pulleys could have contributed to the derailment. Instrument passed electrical continuity test. Additional observation not reported by site was a frayed grip cable. Same derailed cable was also found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.